Event description:
Right after implanted, strong nausea, brain fog, mood swings, sharp pain in lower stomach. In short time, severe pain in legs, back and arms, had to take sick leave from work 2 months after implanted. Got fibromyalgia diagnoses in (B)(6) 2012, cfs (B)(6) 2012 in 4 years time, sleep apnea, bibolaria, autonomic nerve failure, thyroid problems, diabetic problems, blood pressure problems, scalenus muscle dysfunction, chronic infection, swollen stomach, lack of sex, headaches, rashes (including sun), sense to lights/noise/smells, anxiety/panic attacks, memory problems, muscle dysfunction (like in parkinsons disease), legs dysfunction in walking or standing, burning hot skin after even minimum stress (physical or mental). Low fever all the time. Swelling in all places, like fingers, back of head, knees, breasts, arm pit etc. Almost all symptoms disappeared immediately after removing! And after 2 months from that got back to work! Sick leave at 4 years and 1 month.